Event description:
Reporter alleged obtaining discrepant blood glucose values 2 weeks ago of a reading in the 500s mg/dl compared to a result of 30mg/dl when testing was performed within less than 10 minutes apart on the aviva system. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing and had taken normal dose of insulin 1 minute before performing the comparison. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.